Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the tenku coronary dilatation catheter, japan instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat mildly calcified, mildly tortuous 90% stenosed eccentric de novo lesion in the mid left anterior descending artery (lad).the 2.5x12mm tenku rx balloon dilatation catheter (bdc) was soaked in saline prior to use; however, air aspiration was performed inside the anatomy. The 2.5x12mm tenku rx bdc was advanced to the target lesion without resistance for post dilatation. The kissing balloon technique (kbt) was used. A 2.75x15mm tenku rx bdc was advanced to cross the main lad and the 2.5x12mm tenku rx was crossed diagonally. Both tenku bdcs crossed the target lesion; however, blood was observed coming into the 2.5x12mm tenku bdc during negative pressure prior to inflation. The 2.5x12mm tenku bdc was removed and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.